Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the starter hole was off centered. The product was not used. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary lot 8d03557 was manufactured on 04/25/2018, line convex 2piece (pc) with a total of (B)(4) market units. Complaint investigator performed a batch record review on (B)(6) 2020, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc) (B)(4) sap material 1156502 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. There are no photographs associated with this case and no unused return sample was expected. Investigation conclusion based on the investigation phase, the following causes were evaluated and considered as probable root causes or opportunities: 1. Method/process opportunities: a. Process instructions for mixer 250 does not specify the mixing cycle time in all of the step by step instructions. B. It was found that not clear instructions to handle the reclaim in the different recollection points are stablish. C. Contamination from materials from the cleaning process was identified as an opportunity was found, related to a contamination of the mass in case there was residues from the cleaning process (butyl rubber, one of the components of the mass). 2. Measurement opportunities: a. Mixer 315 (wc#(B)(4)) does not have a standard method to measure the stablish cycle time for each process step. The recipe cycle time must be followed as stablish in the procedure. This was corrected as part of attachment I. B. As an opportunity, to increase the reliability of the material loading process, a more robust process will be developed for mixers 250, 315 and 450. 3. Manpower opportunities: a. Cleaning monthly frequency was not being followed as established for mixer 315. B. Understanding of the procedure. Easy to follow instructions use for personnel training could be developed for this technically complex area. 4. Environment opportunities: a. The carts and trays for mass storage are not properly stored evidencing, cross contamination during the storage time. This complaint has been evaluated as a type 4 case. This investigation is closed, and all corrective actions have been implemented. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received, should additional information become available, a follow up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4)